Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 3708120 (serial: (B)(6)); product type: 0191-extension; implant date; explant date product ID 3708120 (serial: (B)(6)); product type: 0191-extension; implant date; explant date section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39565-30 (serial: (B)(6)); product type: 0200-lead; implant date; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a return of pain and loss of stimulation due to high impedance issues. The patient was scheduled for a battery replacement due to the battery reaching elective replacement indicator (eri) and also underwent a device revision procedure, during which the entire system was removed and replaced with a new lead and battery. (B)(4). Troubleshooting steps included checking connectivity and measuring impedances from multiple electrodes, as well as using wens to check impedances of wires prior to replacement. The issue was resolved. No patient complications have been reported as a result of this event.